Event description:
During a total gastrectomy procedure, the tissue was not properly transected when the device was fired. The surgeon resected the tissue at the application site and applied another device. The hosp has reported the pt's condition is satisfactory.